Event description:
It was reported that as soon as the surgeon tried to saw, the universal oscillating saw attachment did not work. The small retaining pins for the attachment of the saw blade broke off. There was no pt harm. There was a delay of approx 10 minutes, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.